Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging severe nose bleeds. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer.

Manufacturer narrative:
Repair evaluation information was received on 06/06/2022 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging severe nose bleeds. There was no report of medical intervention. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found no evidence of foam degradation. There were zero errors found. The manufacturer's service center concludes that there was no visible foam degradation and unit passed final test. Section d, section g and h is updated in this report.